Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version 2.8c. Pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. Unit received with scratched display window, cracked keypad overlay at select button and scratched case.

Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.